Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) was isolated to the insulated-gate bipolar transistors (igbts) u15, u16, u17, and u18 on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.